Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was patient condition related due to severe patient calcification at the bifurcation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While physician attempted to insert impella cp, they were unable to advance due to severe calcification at the bifurcation. The impella was removed. Shockwave therapy attempted to break up calcium. They made another attempt to advance the impella with no success. The decision was made to abort impella placement and use intra aortic balloon pump.